Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported event. The explanted lens was not returned for an evaluation. If the lens becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) patient experienced blurred distance vision and myopic results were problematic for a good uncorrected visual acuity. The lens was exchanged on an unknown date during the secondary procedure. Additional information was requested.